Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 451 mg/dl due to stress. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had also experienced low blood glucose levels of 40 mg/dl but treated the issue with garlic bread. The customer was assisted with trouble shooting and was assisted with programing their insulin pump.